Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-13. Investigation summary: customer returned three syringes with no pouch for identification. Both syringes feature 0.5ml graduation markings. The first syringe had its needle shield and hub raised in relation to the connector on the barrel. The shield and hub could be easily separated from the barrel and came away stuck together. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. The remaining syringes were returned fully intact. A needle shield pull force test was performed on each of these syringes. The needle shields required 3.82 lbs and 3.16 lbs of force to be removed. Removing the needle shields found that the hubs were properly attached to the barrels of the syringes. The specification states that all pull forces within the range of 0.85 lbs to 5.95 lbs are acceptable. With the needle hubs attached and the needle shields being within pull force specification, the report of the hubs separating from the barrels could not be confirmed for these samples. A needle stick could not be observed directly using the returned samples, but requiring significant force from the patient to remove a needle shield may have made it difficult to control the syringe and needle. This may have resulted in a needle stick. Lastly, the functional syringes were inspected. The needles for these syringes were found to be undamaged and within specification for outer diameter ( 0.0104 inches and 0.0103 inches, range 0.0100 to 0.0105 inches). Proper lubrication was also found on both samples. These needles would function as intended during use. The cause of the insulin bubbling under the skin may be the result of a technique issue as opposed to an issue with the syringes. A review of the device history record was completed for batch# 9231065. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted for cracked hubs. Based on the samples received, bd was able to confirm the customer¿s indicated failure of needle hub separation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. CAPA pr1630423 has been opened to address this issue h3 other text : see h10.

Event description:
It was reported that an unspecified number of syringe 0.5ml 31ga 8mm ufii 10bag 500cs experienced hub separation and insuficient cannula length. The following was reported by the initial reporter: "received voicemail from consumer stating, needle shields are hard to remove and when he pulled on a needle shield, needle hub separated."

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 0.5ml 31ga 8mm ufii 10bag 500cs experienced hub separation and insufficient cannula length. The following was reported by the initial reporter: "received voicemail from consumer stating, needle shields are hard to remove and when he pulled on a needle shield, needle hub separated."